Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in (B)(6) 2023, one xtw was placed on medial side of anterior and posterior leaflet 2 (a2/p2). Heart failure was worsened and one xtw was placed on the anterior and posterior leaflet 2 (a2/p2) on an unknown date in (B)(6) 2025. Patient had worsening of mitral regurgitation (mr) from prolapsed anterior leaflet 1 (a1). On (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, one mitraclip xt was placed on anterior leaflet 1 (a1) and it was confirmed that perforation occurred immediately after implanting the clip. Heart failure symptoms have increased due to suspected pulmonary edema. Diuretics were administered to the patient and positive pressure ventilation was performed. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported unspecified tissue injury, pulmonary edema, and dyspnea. Unspecified tissue injury, pulmonary edema, and dyspnea, listed in the instructions for use, are known possible complication associated with mitraclip procedures. The reported serious injury/ illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.